Manufacturer narrative:
Pump received a64 alarm during self test due to faulty.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error. They were able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.